Event description:
Endotracheal tube balloon will not inflate or deflate. We've had several incidents where this occurred during testing. Value analysis has been notified and lot numbers have been documented.